Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. There was no adverse impact to blood glucose. Customer continued to use the current cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.